Event description:
It was reported that the patients incision at the ipg site opened up overnight. The patient underwent a revision procedure wherein the incision was closed by the physician. The patient was doing well and the ipg remains implanted.